Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The "ok" button has begun sticking and the down arrow button is completely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to be torn over the ok button. The ok & down buttons were observed to be unresponsive. The up & contrast buttons responded properly to testing. No buttons were observed to be sticking. The keypad was removed and the ok button contact was observed to be inverted. Contamination under all of the button contacts was observed. The pump booted to the verify screen. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast.